Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the ER with fluttering in chest and left arm pain. It was reported that the right ventricular (rv) lead had rising impedances and high impedance. The lead remains in use. No further patient complications have been reported as a result of this event.